Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. (B)(4).

Event description:
On january 16, 2017, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio2 meter read inaccurately erratic and inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy issues began on (B)(6) 2017 at 22:45 pm. The patient reported obtaining an alleged inaccurate high blood glucose reading of ¿31.8 mmol/l¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient stated she manages her diabetes with self-adjusted doses of humalog insulin (usually 14 to 15 units). The patient claimed she took an increased dose of humalog insulin (18 units) on (B)(6) 2017 at around 22:45 pm as a result of the alleged issues. The patient informed the csr that about 4 hours later she developed ¿hypoglycemia¿ in her sleep and experienced symptoms of ¿sweat, could hear her husband like he was in the distance, could not talk properly and cramps¿. The patient¿s husband reportedly tested her blood glucose with the subject meter on (B)(6) 2017 at 3:23 am and obtained results of ¿4.1 mmol/l¿ and ¿3.5 mmol/l¿, performed within 3 minutes of each. Based on statistical methodology, the calculated difference of these glucose results falls within lifescan¿s criteria for precision. At this point, the patient claimed her husband treated her with hypostop glucose gel. The patient¿s husband reportedly further tested her blood glucose with the subject meter on (B)(6) 2017 at 3:43 am and obtained results of ¿3.0 mmol/l¿ and ¿8.2 mmol/l¿, performed within 2 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. The patient claimed her husband performed another test with the subject meter at on (B)(6) 2017 at 4:15 am and a result of ¿5.4 mmol/l¿ was obtained, at which point the patient was feeling better. The patient denied using any other device to test her blood glucose. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the same approved sample site was used for testing and that the correct testing process was being followed. The csr documented that the patient did not have control solution available to test the subject meter. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged inaccuracy issues began.